Event description:
It was reported that the handpiece began overheating during a wisdom tooth removal procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, a possible cause for the overheating was problems with the spindle housing or worn bearings. The core driveshaft and bearings were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.